Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Additional product code for this report includes; dzi, erl and hbe. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The customer called in a service request for this item on 28.05.2014 for electric pen drive keeps turning when switched off. Send in for evaluation and repair. During the previous 6 months, the item was returned on: 09.12.2013 due to _cnaa_ handpiece, runs by itself the investigation is based on the service & repair record (srr) received. The device failure reported by the customer could be confirmed. The service history review shows that the previous service condition from 09.12.2013 is relevant to the current complaint issue. The service technician noted the following action taken: maintenance, inspection. The device has been serviced and functional testing has been performed in accordance with the service manual 05.001.010. During the pre-repair diagnostic assessment the service technician identified the following failure: control unit not functioning, defect. The probable root cause of the event was determined to be material faulty. The device was serviced and returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported tha the electric pen drive keeps turning when switched off. The device was sent in for evaluation and repair. This report is 1 o 1 for complaint (B)(4).